Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were experiencing low blood glucose levels. Customer stated their blood glucose level was 47 mg/dl and declined troubleshooting. Nothing further reported.